Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00021 on 13-jan-2021. Additional information (08-feb-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and noted the customer did not use the validated diluent for testing. The siemens atellica high-sensitivity troponin I (tnih) has no claim to match a non-siemens platform or method. Siemens concluded that the potential cause for the falsely elevated tnih result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The atellica im 1600 analyzer is operational, and quality controls are in range. No further evaluation of the device was required. Section h6 (investigation findings and investigation conclusions) is updated with new codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer noted that the occurrence was observed once, on one patient sample. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, falsely elevated, high-sensitivity troponin I (tnih) result on one patient sample on an atellica im 1600 analyzer. The result was reported and questioned by the physician(s). The customer used the same patient sample to perform repeat testing on an alternate platform. The repeat result was lower, and the customer considers the result to be correct. The customer issued a correct report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.